Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vr493, jj8bthd0 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. The suture broke off during use of the device. There were no adverse consequences to the patient.